Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that at the beginning of the call the patient said he called to see if he can get an MRI, and said the reason is not related to his device. The patient stated that "it's for their back, its related because they want to put in an updated piece in me". The patient finally stated "it's not working, for 6 months (2018)". The patient then stated that he hasn't charged his ins in 6 months and the implant is dead. It was reviewed that the MRI eligibility cannot be determined because he is overdischarged, and needs to follow up with a healthcare provider (hcp) to get the ins out of overdischarged state so he can put himself into MRI safe mode to determine MRI eligibility.

Manufacturer narrative:
Unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2019-06-06. It was reported that the patient told the manufacturer representative (rep) he was full body eligible. The caller told the patient he needs to put it in MRI mode to know what he is eligible for, but the patient states that his device has not worked for a year so the caller cannot sync. The patient was redirected to their healthcare provider (hcp) to get the overdischarge remedied. No further complications were reported/anticipated.